Event description:
It was reported that after a lobectomy procedure a prolonged air leak was discovered with the patient. The initial surgery went well, and as part of that procedure an air tube/chest tube was placed. At some point after the surgery a prolonged air leak was discovered. It is unknown how long after the initial surgery the air leak was discovered. The patient had to be hospitalized for two weeks and was sent home with the air tube/chest tube. The tube remained in place for approximately 1 month. The rep was unsure how the tube was removed. The rep reported that the patient is doing fine now. The initial case was completed without an issue from the device. No device will be returned as it was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Day of month unknown, assumed 1st day of month (01/01/2015). The following information was requested, but unavailable: what color cartridge was used? Was buttressing material used? Were any issues noted with staple formation in primary or secondary operation? How many firings of device were used? Where did the leak occur? Was it noted mid staple line or at intersection of staple lines?